Event description:
During an unspecified procedure, the maverick2 monorail balloon ruptured. The number of inflations and to what atms is unk. The maverick2 monorail catheter was removed and the procedure was completed with another maverick. No pt injuries or complications were reported. Pt status is listed as "okay".